Event description:
It was reported that one of the patient¿s physician had the pump dosage or drug concentration was so high that there was no room left to "play.¿ reportedly another physician decided to decrease the patient¿s dosage a half percent per month. In (B)(6) 2014, the patient experienced hallucinations, she could not spell, do math or find the words she needed to say. Reportedly the fentanyl was removed as of (B)(6). Later in (B)(6) the patient passed out in her bathroom due to dehydration and renal failure although the patient said her fluid intake was not different than in the past. The lasix and metformin at the time. She stated she ¿basically¿ passed out due to malnutrition from not eating. When her blood sugar was ¿okay¿ she was taken off the metformin. The patient had a follow up in two weeks with the physician who had decreased the pump. This device system delivered fentanyl, clonidine, baclofen, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36544, implanted: 1996-(B)(4), product type catheter. Product ID 8731, serial# (B)(4) implanted: 2005(B)(4), product type catheter. (B)(4).